Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection of the guide wire revealed that the guide wire was lodged within the needle cannula. Adhesive residue was observed within the guide wire tubing. The observed adhesive likely contributed to the resistance experienced by the customer. Force was applied to dislodge the guide wire from the needle, but the guide wire could not be removed without damaging it. Therefore, functional testing of the returned components could not be performed. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample; however, the guide wire was returned lodged within the needle cannula and could not be removed , which confirms the report that resistance was experienced between the guide wire and needle. Visual analysis also revealed adhesive residue within the guide wire tubing. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.